Event description:
It was reported that the patient had been hospitalized with high blood glucose levels on ((B)(6) 2025). The patient's blood glucose levels reached 441 mg/dl while wearing the pod. The patient reports their personal diabetes manager was unable to connect to wifi and they were using cellular data. The patient reports having a rash as well as vomiting. Once at the hospital the patients pod was removed. The patient was treated with 3-4 bags of intravenous fluids. The patient was in the hospital for 24 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.